Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right iliac and femoral arteries using lightning aspiration tubing (lightning). During the procedure, immediately after turning the device on, the blood appeared to be sucking back then moving forward during aspiration. After approximately one minute, the lightning was powered off, the tubing and tuohy connections were checked for air leaks, and the tip of the tubing was dipped into a bowl of saline for cleaning. While power-cycling the device and checking for air leaks for approximately two minutes, the lightning microprocessor indicator light turned solid red. The physician was unable to resolve the red light and therefore, the lightning was no longer used in the procedure. The procedure was completed using a new lightning. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned lightning could not confirm the solid red light. Evaluation revealed that the unit was functional. During the functional test, with a demonstration canister and engine, the lightning was able to aspirate water into the canister without an issue. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.